Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving ba clofen via an implantable infusion pump for unknown indications for use. It was reported that the hcp was unable to aspirate the catheter from the catheter access port (cap). Environmental, external, and patient factors that may have caused or contributed to the event were unknown. Troubleshooting included the hcp attempting to use different syringes to pull back. The hcp replaced the pump segment, and was able to aspirate the catheter after the new catheter segment was implanted. The hcp had trimmed off a portion of the catheter from the pump segment end, and a portion of the original catheter still leads from the pocket into the intrathecal space. The issue was resolved at the time of the report and the explanted catheter segment was discarded by the customer.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda, product ID: 8780, serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2020, explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.